Manufacturer narrative:
Product is expected to be returned to lake region medical for evaluation, however the end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspection and packaging of this product.

Event description:
Per cnf, it was reported that: the affected unit was opened from packaging. The scrub nurse found out the introducer tip of the wire was broken before handing to physician. Opened another unit of guidewire and continued the procedure.

Manufacturer narrative:
The observation made during the investigation determined that the returned guidewire had 1 offset approximately 3cm from the distal tip and that the j straightener broke where it protrudes from the dispenser. No other damage was noted during the product examination. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "improper handling" may have impacted on the event as reported.

Event description:
Per cnf, it was reported that: the affected unit was opened from packaging. The scrub nurse found out the introducer tip of the wire was broken before handing to physician. Opened another unit of guidewire and continued the procedure.